Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2015, a 3.0x23mm xience xpedition stent delivery system (sds) failed to cross the right coronary artery (rca), 90% stenosed lesion. During sds removal, resistance was noted due to anatomy. Another device was implanted successfully. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.